Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient went to hospital on (B)(6) 2018 due to dizziness, presyncope and syncope, and had presyncope in the hospital. Episodes showing artifacts on both channels were observed in the pacemaker memory. The pacing system was explanted. It was reported that both leads showed isolation defects close to the tip. Preliminary analysis of patient files showed that, based on available data, no issue is suspected on the subject pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient went to hospital on (B)(6) 2018 due to dizziness, presyncope and syncope, and had presyncope in the hospital. Episodes showing artifacts on both channels were observed in the pacemaker memory. The pacing system was explanted. It was reported that both leads showed isolation defects close to the tip. Preliminary analysis of patient files showed that, based on available data, no issue is suspected on the subject pacemaker.